Event description:
It is reported that the wrong device was inside the packaging. The surgery was completed with another device.

Manufacturer narrative:
This report will be amended when our investigation is complete.